Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm and 71.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned pod6 revealed a functional device. During functional testing, the returned pod6 was able to advance through its introducer sheath without issue. The pod6 was able to advance through a demonstration lantern with resistance due to the kinks on its pusher assembly. The kinks on the pusher assembly were likely incidental to the complaint and could have occurred during packaging for return to penumbra. No other device associated with the complaint were returned for evaluation; therefore, the root cause of the reported resistance experienced during the procedure was unable to be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a non-penumbra microcatheter. During the procedure, the physician experienced resistance while advancing a pod6 out of the introducer sheath and into the hub of the microcatheter. Therefore, the pod6 coil was removed. The physician then advanced a new pod6 into the vessel; however, the physician was not satisfied with the how the coil was forming and the pod6 was determined to be oversized therefore, the pod6 was removed. The procedure was completed using a new pod5 and the same microcatheter. There was no report of an adverse effect to the patient.